Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed with no issues noted. Functional tests including leak, clear passage, and clamp function tests were performed with no issues noted. Additionally, torque testing using force gauge equipment was performed on the sleeve engagement and the results were found to be within specification limits. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a uv flash transfer set was loose. This was observed prior to use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.